Event description:
It was reported to philips that the system was unable to boot up. The user performed a restart, but the issue persisted. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and was unable to reproduce the reported problem. However, the fse performed multiple reboots on both the mpdu and the system without any failures and the system was returned to use in good working order. The codes were updated based on the investigation outcome.